Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a suspected lead fracture with high pacing impedance, high thresholds and noise with high rate non-sustained episodes and artifact. It was also noted the sensing integrity counter (sic) was high. The pace/sense portion of the lead was capped and replaced with an existing low-voltage pacing lead that was out of service. No patient complications have been reported as a result of this event.